Event description:
Dräger received an ufr in which the following was stated: "around 00:40 on (B)(6), 2025, the ventilator suddenly malfunctioned, causing the patient to immediately experience dyspnea, facial flushing, and suffocation. The cardiac monitor indicated a gradual decline in oxygen saturation to 60%-70%." As per report, an alternative ventilation method was introduced. It was confirmed that no final consequences to the patient's health have occurred.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any potential follow-up measures. The contact person named in the ufr could not provide further information. This allows no case-specific evaluation. The following can be concluded in general: from the aspect that the patient desaturated, it is concluded that the ventilation was insufficient or has stopped. The intended use of the device is the sub-acute care i.e. The treatment of patients who are stable and require diagnostic and invasive procedures but not intensive treatment. The detail in the ufr that the patient immediately experienced signs of insufficient ventilation would suggest that the patient's state was probably outside the scope of the device's intended use. A stop of ventilation may have certain different origins. A loss of energy supply for example may lead to complete shut-down, the contributing factors would include component malfunctions but also infrastructure issues (loss of mains power) or use error (operating the device on battery until the latter is depleted or putting it into operation with a worn battery). A differentiation is not possible due to lack of information. It can be considered that the device responded with alarm upon the underlying condition which demonstrates that the issue in general is no previously unidentified or falsely assessed risk. It is recommended to have the unit checked by authorized service personnel.